Event description:
Customer reported via phone call to have experienced lack of battery longevity. Customer reported that batteries were damaged causing contacts on battery cap to be damaged. Customer wanted to keep insulin pump as a backup to new pump. Customer was advised that battery cap would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.